Event description:
It was reported that smartstitch perfectpasser connector has fallen apart when used in the joint and all pieces were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The reported smartstitch pp connector was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. An exact root cause cannot be determined with confidence as product was not returned; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force applied to the device can result in device failure or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.